Event description:
It was reported that a patient had an "electrode fracture" identified when the vns device was checked in a clinic. The patient had reportedly not been seen for quite some time and was in the hospital for an eeg for unrelated reasons. A review of the device history record for the implanted lead confirmed it passed all quality inspections prior to release for distribution. No known surgical intervention has occurred to date.

Event description:
Further information was received that the patient's lead and generator were replaced due to the high impedance observed on the patient's device and a low battery. The explanted generator and lead were returned to the manufacturer however analysis has not been completed to date.

Event description:
Generator and lead analysis was completed. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found. The lead was returned in one portion which included the connector pin but not the electrodes or tie downs. The inner silicone tubing appeared to be split and the coil appeared to be broken close to the electrodes. At this point of the broken coil it was noted that there was extensive pitting which resulted in the inability to identify the type of fracture. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. There is evidence to suggest that the observed discontinuities may have contributed to the fracture of the leads and the observed high impedance. Other than the noted discontinuities there were no other issues noted.